Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and a drop in blood pressure. An ultrasound was performed and confirmed a retroperitoneal bleed. Treatment consisted of compression and a blood transfusion. The treatment was successful and no further complications were reported.